Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was cracked and the reservoir was not able to lock in place when inserted into the insulin pump. The customer's blood glucose level was 185 mg/dl at the time of the incident. The customer reported a hairline crack on the reservoir compartment and lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).